Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5 and h6 medical device problem code. A zoll field service representative evaluated the device on-site and was unable to reproduce the reported issue. A full system check, including ventilator breath performance testing, was completed with no abnormalities observed. The issue was believed to be resolved on-site and not attributed to a device malfunction. Device logs were requested but could not be retrieved due to a corrupted usb drive and lack of computer access. Without log data, the event could not be confirmed. Based on available testing, the device was determined to be functioning as intended. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), there was a possible vent issue that may have led to low o2 saturation of the patient. The device underwent testing without any issues found. Customer stated it was most likely due to user error and corrected on scene. Complainant indicated that there was any adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.